Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sales. G4: 510(k) no.: k130520. The actual sample was discarded by the involved facility. Confirmation of the provided video and image: it was observed foam flowed out of the gas port of the oxygenator, and a clear red liquid was dripping from it. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report was found. Based on the investigation results, no anomaly was found in the manufacturing records. The actual device could not be confirmed, and it was not possible to clarify the cause of the occurrence. However, based on the video showing foam flowing out, the following possibilities can be considered. It was thought possible that the blood properties changed due to some factor, leading to the production of a substance having surface-active properties. This could have disrupted the relationship between the surface tension of blood and gas that had been maintained in the micropores of the fiber. As a consequence, the fibers became hydrophilic, leading to the plasma leak. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: there was air in the filter. The event occurred during bypass, the patient was involved. The end of the procedure (4 hrs 12 min), third party tubing pack. The procedure was not delayed, and the device was not replaced. There was no impact on patient, patient treated as intended.